Manufacturer narrative:
This report is for an unknown tfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon stated that during an orthopedic procedure he experienced problems with the sliding of the trochanteric femoral nailing advanced system (tfna) blade or screw when using the static locking mechanism with the unknown torque limiting device. Moreover, the surgeon added that he had a series of cases to compare. It was unknown if there were surgical delay and patient consequence reported. Concomitant device reported: unknown torque limiting device (part # unknown, lot # unknown, quantity#1). This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 2 for (B)(4). This (B)(4) captures the post operative incident while (B)(4) captures the intra operative event that surgeon experienced.